Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation is ongoing. Hmag reference number: (B)(4). FDA reference: (B)(4).

Event description:
According to the complaint description received by hamilton medical ag: a recurrent malfunction occurred on an hamilton-mr1 ventilator during clinical use. The following alarm messages were displayed: ¿exhalation obstructed¿. ¿peep too high¿. ¿mv not reached¿. During subsequent inspection, it was determined that the expiratory valve appeared to be the source of the problem, despite all components being correctly assembled and positioned. A similar, potentially identical, malfunction had already been reported previously. Current observations suggest that the membrane may adhere excessively to the expiratory cover, causing sticking or impaired movement. It was reported no harm to any patient. However replacement of the device was needed.